Event description:
It was reported that the device broke during the procedure. All pieces were retrieved.

Manufacturer narrative:
The product was not returned for investigation therefore the reported failure mode was not confirmed. Alleged failure: broken. Probable root cause: design anchor not compatible with prepared hole size (peek only), anchor thread design makes insertion too difficult, inserter/anchor material/design too weak, anchor tip geometry not sharp enough for application, process, inserter, implant, manufactured out of specification, application, excessive force torquing anchor or lateral force applied during insertion, not enough axial force during insertion, use of wrong tap improperly prepared hole (peek only), bone to hard for anchor insertion, bone not hard enough to maintain screw purchase, no pilot hole prepared (peek only). The failure mode will be monitored for future reoccurrence h3 other text : 81.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the device broke during the procedure. All pieces were retrieved.